Manufacturer narrative:
Patient weight was not available from the site. A medtronic representative (rep) went to the site to test the equipment. The rep ran 4 spins and fluoro and monitored logs. The rep stated that there was no problem found. The system passed the system checkout and performed as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an oblique lumbar interbody fusion (olif) procedure. It was reported that during the procedure the system went into stand alone mode three separate times. One of the times was when the system was around the patient. Both the mobile view station (mvs) and image acquisition system (ias) had to be rebooted for stand alone to be cleared. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.